Event description:
Customer reported that last week they had an infusion programmed to run at 350 ml/hr over 1 hour. According to the data pulled from the knowledge portal, the pump was programmed at 350 ml/hr with a vtbi of 350 ml. Within a few minutes of the start of the infusion, the pump alarmed for fluid side occlusion. After an hour of the infusion, when the nurse expected the container to be empty, the rn noted that there was approximately 200 ml of medication left in the bag. The tubing was discarded and the devices were sent to the hospital biomed. There was no patient harm or medical intervention. Although requested, no additional patient or event information provided.

Manufacturer narrative:
Manufacturer's report date: 06/18/2014. (B)(4). The customer's report of under infusion could not be confirmed due to the product was not returned for failure investigation. The root cause of the customer's experience was not identified.